Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the hemo pro 2 jaw boot ripped off. Reporter stated "the rubber insulation ripped off trying to do a fasciotomy through dense tissue. No piece retrieval reported. Also, a branch did not seal properly." Bleeding resulted and user had to make a counter-incision to control it. A new kit was used to complete the procedure. Spot cautery on the hp2 would not work, as the hp2 would not come back on after shut down.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. (B)(4).